Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was inflating on its own while on standby. The clippard valve was replaced and resolved the reported issue. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the tourniquet is inflating on its own every 30 seconds with spontaneous deflation. No harm or injury. Delay in procedure of 30 to 60 minutes. No adverse events were reported as a result of this malfunction.